Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced a left side hemothorax due to the right ventricular lead perforating the myocardium. Surgical draining of the left pleural cavity was performed and a diuretic and glucocorticosteroid were prescribed, which resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.